Manufacturer narrative:
Date of occurrence 2016. Lot number: the customer reported potential lot numbers ur15c10105 and ur15b16088. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a subcutaneous infusion set at the connection between the butterfly and the stomach. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: device manufacture date, evaluation codes. (B)(4) was manufactured 03/18/2015; (B)(4) was manufactured 02/25/2015. A batch review was conducted for both potentially associated lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.